Event description:
Boston scientific received information that this patient received an inappropriate shock while driving. The patient drove directly to the hospital for investigation. Upon interrogation of the device, noise was noted on the right ventricular (rv) lead pace/sense channel. As a result, the physician scheduled a revision procedure. At the beginning of the procedure, x-ray revealed a lead fracture. After opening the pocket, it was clear that the fracture was in the center of the suture sleeve. The suture sleeve was between two muscles and it was suspected the frequent kinking of the sleeve resulted in the fracture. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.